Event description:
On 10/30/96 dr was treating a pt for a routine crown procedure and the dental handpiece broke in half. A 4-5" metal tubing fell into the pt's mouth and the head of the drill with a diamond burr in place jumped forward. There was no apparent injury to the pt, however this is the second near injury rptr has experienced with this model of dental drill and feels a need to report this incident. Rptr reported the first incident on 12/1/95 to the MFR, who assured rptr that this was a rare occurrence. The handpieces were mfg in 1991 and rptr feels there is a design flaw and this may be dangerous to pts. Most dentists use these drills for many years and replace air turbines periodically.